Event description:
It was reported that patient underwent revision procedure utilizing custom elbow components in 2006. During procedure, the existing modular distal humeral body and new humeral rod component would not properly align and as a result, the distal humeral body was rotated 180 degrees from its original intended rotation to complete the procedure. Revision procedure is scheduled on an unknown date to correct the misalignment of the ulna and humeral components. No further details have been provided.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. The following user facility information is available. This report filed on march 25, 2008.